Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre- release specifications. Please note additional devices involved: pxc181000/(B) (4), pxa230300/(B) (4), and pxc161000/(B) (4).

Event description:
On (B) (6) 2007, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a CT scan revealed type ii endoleak. The physician attempted to coil the type ii; this did not resolve the endoleak. On (B) (6) 2010, the devices were explanted due to the persistent type ii endoleak. A tube graft was implanted, and the pt tolerated the procedure.